Event description:
It was reported that the guidewire punctured the balloon. A 2.5mm x 100mm x 90cm sterling sl balloon catheter was selected for use in the treatment of the lesion with 90% stenosis. However, prior to insertion, it was noted that the guidewire poked through the balloon resulting in a leak. The procedure was completed with another balloon. No patient complications were reported.